Event description:
It was reported that the pt underwent total hip arthroplasty with date unk. Revision status unk.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot number were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be determined from the info provided. Should additional info become available and / or the device(s) be returned for evaluation and an investigation result be available, that implicate a product failure, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).